Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The device was returned with the corporate provided blood port and adapter caps attached. The fibers were wet with blood throughout the device. During gross visual examination, wicking polyurethane (pu) was found on both ends of the dialyzer. Further visual examination of the device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as wicking pu is known to affect the integrity of the dialyzer. The investigation into the complaint was able to confirm the reported event. The probable cause for this failure to occur is during the manufacturing process as a result of the potting centrifuge halting before the pu is fully cured. If this occurs, the pu will wick down into the fibers.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred at the very beginning of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer. The rn was standing in front of the machine monitoring the start of the treatment when they noticed blood outside the fibers at the top of the dialyzer (in the header). The rn stopped the blood pump before blood could reach the blood leak detector. The machine, a fresenius 2008t, did not produce a blood leak alarm. The rn reported that the blood had not traveled to the other end of the dialyzer when the leak was caught. A blood leak test strip was used to test the dialysate for blood, and it tested positive. No physical damage was observed on the dialyzer. The patient¿s blood was not returned following the event; estimated blood loss (ebl) was 250 ml. The patient¿s treatment was completed after they were restarted with new supplies on the same machine. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred at the very beginning of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer. The rn was standing in front of the machine monitoring the start of the treatment when they noticed blood outside the fibers at the top of the dialyzer (in the header). The rn stopped the blood pump before blood could reach the blood leak detector. The machine, a fresenius 2008t, did not produce a blood leak alarm. The rn reported that the blood had not traveled to the other end of the dialyzer when the leak was caught. A blood leak test strip was used to test the dialysate for blood, and it tested positive. No physical damage was observed on the dialyzer. The patient¿s blood was not returned following the event; estimated blood loss (ebl) was 250 ml. The patient¿s treatment was completed after they were restarted with new supplies on the same machine. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred at the very beginning of a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer. The rn was standing in front of the machine monitoring the start of the treatment when they noticed blood outside the fibers at the top of the dialyzer (in the header). The rn stopped the blood pump before blood could reach the blood leak detector. The machine, a fresenius 2008t, did not produce a blood leak alarm. The rn reported that the blood had not traveled to the other end of the dialyzer when the leak was caught. A blood leak test strip was used to test the dialysate for blood, and it tested positive. No physical damage was observed on the dialyzer. The patient¿s blood was not returned following the event; estimated blood loss (ebl) was 250 ml. The patient¿s treatment was completed after they were restarted with new supplies on the same machine. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was reportedly available to be returned for manufacturer evaluation.